Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after firing the stapler, the proximal tissue slid right off the anvil. Without any staples within it though complete donuts were attached to the anvil. The laparoscopic total gastrectomy splenectomy distal pancreatectomy was converted to open procedure and the surgeon had to hand sewn the anastomosis. The surgical time was extended for 30 minutes and the incision was extended for more than 1 inch. An unanticipated tissue loss was also noted as a result of this problem.